Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of inflammation and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in the lips. Two months later patient developed "inflammation and induration" in the injection sites. Patient was prescribed urbason 80 mg, zamene (deflazacort.) 6 mg, and norfloxacin 400 g. Symptoms ongoing.